Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were missing with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that syringe was completely blank.

Manufacturer narrative:
H.6. Investigation summary: three sample and three photos were received by our quality team for evaluation. Upon visual inspection it was observed that there was no labeling on the syringes. A device history record review found no non-conformances associated with this issue during production of this batch. Conclusion: based on the investigation, the root cause of this complaint is associated with the vision system on the machine. The camera on the vision system was cleaned and the lens was re-focused. Samples with no labels were placed through the vision system and they were rejected. It is possible that the issue may have been intermittent prior to detection and there may have been a limited occurrence outside the contained material. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the scale markings were missing with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that syringe was completely blank.